Manufacturer narrative:
The system was examined and the reported ¿shut down¿ was replicated. The power cord was replaced to resolve this issue. The system message (sm) was confirmed in the event logs, but which messages the customer reported was not clear. Therefore, the cause of the reported system message (sm) cannot be conclusively identified. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on january 14, 2010. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported ¿system message¿ cannot be determined conclusively. The root cause of the reported event can be attributed to a nonconforming power cord. However, it is unknown how or when the cable became nonconforming. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that there was a fault alarm and the system shut down. Additional information has been requested.